Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was stuck in the load sequence multiple times. The customer was able to load the cartridge and resume insulin delivery. The customer's blood glucose level was not impacted.